Event description:
The user facility reported that the angio-seal device appeared to deploy properly, however in recovery, the patient was found to have a retroperitoneal bleed and needed to receive a covered stent and blood transfusion. The graft was placed, and the patient is recovering well. The estimated blood loss was greater than 250cc.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: tech. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
A4: weight: 70.8kg, height: 1.6m. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication resulting in retroperitoneal bleed. The exact root cause was unable to be determined. The likely cause was determined to have been procedural factors such as a proximal stick or a posterior wall puncture resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 04sept2023: the patient was undergoing routine coronary angiography and elective intervention to her left anterior descending (lad) vessel. A 6fr 10cm terumo sheath was used for arterial access. Vascular access was obtained under ultrasound guidance with a 21-gauge micro puncture needle. A single anterior wall stick was performed to the upper common femoral artery below the level of the inferior epigastric artery. No difficulties were noted during access or sheath insertion. A pre-closure femoral angiogram was performed to evaluate anatomy and sheath insertion site. No issues were identified during the deployment of the angio-seal device. The device deployed as expected. The estimated blood loss was greater than 250cc; the patient received three units of packed red blood cells (prbc's) following the procedure. Patient was hemodynamically unstable when bleed was identified. Severely hypotensive and syncopal episode occurred in postop area.